Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Announcement about voltage is heard, led lighting turns red and alarm continues to sound. There was no patient involved in this event.